Event description:
The initial reporter received questionable elecsys ft3 iii v2, elecsys ft4 iii and elecsys ft4 IV results from one patient sample tested on the customer's cobas 8000 core unit and the investigation laboratory's cobas e 801 module. The reporter stated they noted the questionable results when they reran the patient sample on their wako accuraseed and abbott alinity analyzers and that they suspected streptavidin interference. The patient sample was then sent to the investigation laboratory for further analysis. This MDR is for the ft3 iii assay. Please refer to: medwatch with a1 - patient identifier (B)(6) for the ft4 iii assay. Medwatch with a1 - patient identifier (B)(6) for the ft4 IV assay. Please refer to the attachment (B)(6) in the medwatch for the table containing the highlighted questionable results.

Manufacturer narrative:
The reagent lot number of the ft3 iii assay used at the customer's laboratory was requested but not provided. The reagent lot number of the ft3 iii assay that was used at the investigation laboratory's e 801 is 669112 with an expiration date of 29-feb-2024. The reagent lot number of the ft3 iii assay that was used at the investigation laboratory's e 411 is 686656 with an expiration date of 30-apr-2024. The serial number of the customer's cobas 8000 core unit is (B)(6). The serial number of the investigation laboratory's cobas e 801 module is (B)(6). The patient sample was requested for investigation. The investigation is ongoing,

Manufacturer narrative:
In the initial MDR, the first line of b5 describe event or problem should have been: "the initial reporter received questionable elecsys ft3 iii v2, elecsys ft4 iii and elecsys ft4 IV results from one patient sample tested on the customer's cobas 8000 core unit and the investigation laboratory's cobas e 801 module and cobas e 411 analyzer." Instead of: "the initial reporter received questionable elecsys ft3 iii v2, elecsys ft4 iii and elecsys ft4 IV results from one patient sample tested on the customer's cobas 8000 core unit and the investigation laboratory's cobas e 801 module." The serial number of the investigation laboratory's cobas e 411 is (B)(6). The patient sample was received for investigation. The patient sample was tested for the presence of an interferent. The investigation confirmed the presence of an interferent against the streptavidin (sa) label of the assay including a prewash effect for the ft3 assay. The investigation confirmed the presence of an interferent against the sulfo ruthenium (suru) label of the assay for the ft3 iii and ft4 iii assay. The investigation determined the event was caused by interference in the patient sample. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.